Manufacturer narrative:
We have reviewed our device history record and confirmed that this batch met manufacturing requirements prior to shipment. As the product was not returned, we were unable to identify a definitive root cause. We do not believe that there is any evidence of a device malfunction or any deficiency with the instruction for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends. In IFU pressurewire under paragraph 5 adverse events, you can read: "potential complications which may be encountered during all catheterization procedures include but are not limited to: vessel dissection or occlusion, perforation ..."

Event description:
During a pressure wire case (ffr), the lad was dissected. The pt has not had any further complications since the procedure.